Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had replace battery alert. Customer¿s blood glucose value at the time of incident was 13.7 mmol/l. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer also stated that insulin pump had pump errors and they were able to clear the alarm. Troubleshooting was performed for replace battery now alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected pump error 23 alarms, power loss alarms, battery power loss anomalies, replace battery alerts or replace battery now alarms noted during testing. Unable to verify change/battery lasts less than expected anomaly due to no battery received with unit.